Event description:
A report was received that a memorylens which was implanted was explanted by the surgeon, due to distortion in the center of the optic, described as a circle or bubble. The implant surgery was uneventful. At the patient's follow up exam on 9/2001, the patient commented that they could see the corner of the lens temporally but vision was good otherwise. Upon exam by the surgeon, a bubble or circle was noted in the optic of the implanted lens. The surgeon explanted the lens and replaced it with another product. There were no complications reported with the replacement iol surgery.